Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap prostate procedure, the tip of the device fell off. The tip was found. Procedure was prolonged by 15 minutes. Procedure was almost complete so another device was not used. No pt consequences were reported.